Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm on (B)(6) 2016 of type uic_aps_fail, indicating a malfunction of the automatic power switch (aps) circuit. In addition, review of the controller log files revealed a critical battery alarm on (B)(6) 2016. This alarm was most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. This is an incidental finding and not related to the reported event. The most likely root cause of the reported event may be attributed to a leaky diode on the aps circuit. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient was discharged home and woke up at 2:30 am to a controller fault alarm. The patient exchanged his controller to his backup controller with no reported consequence or impact to the patient. No further information was provided.